Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they were hospitalized due to high blood glucose level on (B)(6) 2021. Customer¿s blood glucose level was 167 mg/dl at the time of hospitalization. Customer¿s current blood glucose level was 600 mg/dl and it was down to 67 mg/dl. Customer reported that they when he was having low he was sweating. Customer was treated with manual injection for high blood glucose level. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer reported insulin pump passed high pressure test. Customer was assisted with troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.